Event description:
Two patient samples tested on the system reported negative for blood. Upon manual retest, the results were positive. These results were reported. There was no report of injury with this event.

Manufacturer narrative:
Customer reported that the visual appearance of the urine sample was bloody. Cause for this discordant result is unknown.